Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex colonic stent was to be implanted in the pyloric orifice to treat a colon cancer during colonic stenting procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the outer sheath peeled off from hub unit and the steel rod was broken. Reportedly, the stent was partially deployed on the delivery system when it was removed from the patient. The procedure was not completed because a second wallflex colonic stent was not available the day of the original procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 3191 is being used to capture the reportable issue of aborted/canceled procedure. Block h10: a wallflex colonic stent and delivery system were returned for analysis.the stent was received partially deployed. Visual examination of the returned device found the outer blue sheath was kinked in different sections and was detached from the deployment hub handle. The stainless steel tube and the inner sheath were found kinked. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received due to the detachment of the outer sheath from the deployment hub handle. However, the stent was deployed by manually gripping the outer sheath, pulling the tip distally and cutting the inner sheath in order to release the stent. The outer diameter (od) of the stent and the stent length were measured and were found to be within specification. No other issues to the stent and delivery system were noted. The reported event of stent partially deployed, handle break and sheath break were confirmed as the stent was received partially deployed and outer sheath was kinked and detached from the hub handle. The investigation concluded that the reported events were most likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated, the techniques used by the user and the amount of force applied to the device during attempted deployment, limited the performance of the device and contributed to the stent partial deployment, handle break and sheath break. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt ,and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 06, 2020 that a wallflex colonic stent was to be implanted in the pyloric orifice to treat a colon cancer during colonic stenting procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the outer sheath peeled off from hub unit and the steel rod was broken. Reportedly, the stent was partially deployed on the delivery system when it was removed from the patient. The procedure was not completed because a second wallflex colonic stent was not available the day of the original procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.